Manufacturer narrative:
No unexpected scrolling of numbers or unexpected restart alarms was noted during testing. The passed self-test and unexpected restart error test. The pump was received with intermittent button response on the up arrow button due to corroded keypad traces. The pump was received with moisture damage on all electronic assemblies. The pump was received with cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 146 mg/dl. The customer stated that the numbers were scrolling when he tried to bolus. The customer stated that the pump was exposed to moisture damage. Customer was advised to discontinue use of the device and to revert to a backup plan.